Manufacturer narrative:
The connecter has been ordered and will be replaced by the olympus trained biomed. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that one of the connectors to the unit is damaged/broken. Although requested additional information has not been provided at this time.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage of the connector. It is presumed that stress/impact was added to the connector toward loose direction by the user handling, and the accumulated stress caused the breakage.